Event description:
While performing bench service for the device, a philips bench technician identified that the unit was experiencing an etco2 hardware issue. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.